Manufacturer narrative:
Concomitant products: bi-fuse line; tri-fuse; PICC line, therapy date (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a continuous infusion of prostaglandin the patient experienced oxygen desaturation, decreased heart rate and dusky appearance. A leak was noted from the "pge" line and the valve connection to the bifuse was noted to be slightly unscrewed. The connection was tightened and the patient's oxygen saturation quickly recovered. Unspecified lab work and x-rays were done, ngt was placed, and diuretics were administered.

Manufacturer narrative:
Concomitant product: non-bd filtered extension set, therapy date (B)(6) 2016. Disregard tri-fuse extension set. The customer¿s report of a leak was confirmed when the connector was not fully secured. Visual inspection of the maxzero connector and received extension sets revealed no defects. Functional testing was performed and no leaks were noted anywhere on the connector set. Pressure testing was performed and no leaks were noted anywhere on the set. Leaking was replicated when the connector was slightly unscrewed as per the customer's event report. The root cause of the customer¿s report of a leak was determined to be the maxzero connector not being completely screwed onto the end attachments.